Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 65.9cm distal from the strain relief. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. Media depicts outer box packaging to the reported complaint batch.

Event description:
It was reported that shaft break occurred. A 2.50mm x 8mm emerge balloon catheter was selected for use. However, before starting the procedure, the physician placed the device on table for use, but found to be broken. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. A 2.50mm x 8mm emerge balloon catheter was selected for use. However, before starting the procedure, the physician placed the device on table for use, but found to be broken. No patient complications nor injuries were reported.